Event description:
It was reported that during pump replacement for elective replacement indicator (eri) on (B)(6) 2014, it was found that the catheter pump connector was partially detached from the pump. The surgeon replaced the short segment with a new sutureless connector segment. There were no patient symptoms. Patient status at the time of the report was alive with no injury. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant product: product ID 8711, lot# j11284r67, implanted: (B)(6) 2002, explanted: (B)(6) 2014, product type catheter. (B)(4). Analysis of the pump (B)(4) revealed no anomaly found.

Event description:
Additional information received reported that the drug used was lioresal. It was noted that there were no other medication contained in the pump at the time of the report. It was reported that at the time of the pump replacement, (B)(6) 2014, catheter noted to be disconnected. It was noted that other information of importance included that there was good flow of csf and the attachment was replaced with sutureless connector.